Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found the rinse volume was too high. He adjusted the rinse volumes and optimized the sample probe adjustments. He successfully passed cell blank and qc with no further issues observed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable ise indirect gen 2 results from the cobas 6000 c501 module. One example was an initial sodium result of 148 mmol/l and a repeat result from another analyzer of 141 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.